Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed. The mechanism assembly was inspected, and no damages nor issues were observed that would cause the dislodging of the soft cannula. The cause of the reported dislodging could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod on the leg between 24 and 36 hours. The patient noted the cannula had dislodged from the infusion site. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.